Event description:
It was reported that during a lap nephrectomy procedure, the blue iris seal broke. Another device was used to complete the case. No pt consequence was reported.

Manufacturer narrative:
D4, h4, h6: info anticipated, but unavailable at this time.